Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n257980, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
Additional information: it was indicated that the actual residual volume was less than expected. Further follow-up with the reporter, indicated that they were not clear on what were the actual and expected reservoir volumes and if they suspected overinfusion or underinfusion.the reporter was to get clarification from the healthcare provider. Patient outcome was noted as resolved without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump had volume discrepancies at past refills. On (B)(6) 2014 the actual residual volume (arv) was 3.6ml; the expected residual volume (erv) was 0.5 ml. (B)(6) 2013: arv 3.4 ml; erv 1 ml: (B)(6) 2013: arv 3.6 ml; erv 2 ml: (B)(6) 2012; arv 3.2ml; erv 1.5ml: (B)(6) 2012; arv 4.2ml; erv 3ml. Over infusion was suspected. The patient was not a surgical candidate at this time. Additional information reported the pump was delivering morphine (compounded) 10mg/ml, dose was 2.004 mg/day. The dose was decreased on (B)(6) 2014 to 1.702mg/day and plan on further decreasing. Additional information reported the drug at the time of the first discrepancy on (B)(6) 2012 was 2.004 mg/day, 10 mg/ml compounded. The patient did not experience symptoms of overdose. The cause of the discrepancies was unknown. A system explant was planned for (B)(6) 2014. The patient experienced increased pain. The dose has been tapered by the physician to prepare for explant and prevent possible overdose if the pump was over infusing. Additional information reported the pump was being explanted on (B)(6) 2014 and being replaced with a new pump. The drug at the time of the first discrepancy on (B)(6) 2012 was morphine, 10 mg/ml concentration, compounded. Additional information reported the patient is doing ¿ok¿ and their pain is under control. The patient was having some surgical pain. The patient did not appear to have any symptoms related to overdose, underdose or withdrawal per the physician.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the previously reported arv and ervs were reversed and the chart showed overinfusion rather than underinfusion. Therefore the correct volume discrepancies are as follows: 2014-03-06 erv 3.6ml arv 0.5ml; 2013-09-05 erv 3.4ml arv 1ml; 2013-03-06 erv 3.6ml arv 2ml; 2012-09-05 erv 3.2ml arv 1.5ml; 2012-03-05 erv 4.2ml arv 3ml.